Event description:
In 2008, the patient reported that, starting last night, he has experienced elevated blood glucose readings of 144-306 mg/dl. He stated he treated his readings by bolusing and injecting insulin. During troubleshooting, the patient said that last night when he tried to prime his infusion set of 3 units of insulin, there was no insulin dripping. The patient was instructed to attach a new tubing to a new insulin cartridge and then insert it into his infusion device. The patient successfully primed the infusion set and attached to a new infusion headset before putting his device in run. No occlusion error was received. Troubleshooting did not find any product issues. The patient stated he was having heavy chest pains last night and felt very cold. He stated he should have gone to the hospital. On follow up with the patient, he stated: "I am doing perfect. Everything is fine." The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.